Event description:
This report is for pt 2 of 3. Inr 1.1 with protime system vs 1.5 inr with unspecified lab system. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. No product returned from user facility. MFR results - customer complaint could not be confirmed. MFR conclusions - no conclusion can be drawn.